Event description:
Customer reportedly obtained results of 524mg/dl, 155mg/dl, and 143mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse events reported. Requested return of suspect system and replacement sent.